Event description:
The account alleged that the head hi/low function is drifting down.

Manufacturer narrative:
The account replaced the head hi/low down valve due to contamination on the valve to repair the bed.